Manufacturer narrative:
(B)(4). A returned sample was evaluated. A visual inspection was performed by the naked eye and a microscope, no issues were noted. A leak test, clear passage test, an clamp function test were performed with no issues noted. An integrity of seal test was performed with no leak noted. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed between the connection of the transfer set and the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.